Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin for the ilet system, with blood glucose levels reported over 400 mg/dl and continued elevation despite correction dosing, followed by pen-delivered insulin and replacement of pump supplies with no visible site or connector issues. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, synchronization of the ilet with the app, resumption of insulin delivery, and shipment of replacement infusion sets including an option to use a steel needle set. Investigation included troubleshooting with the customer and evaluation of the infusion set and connections during the supply change. Investigation of this case revealed no observed leaks or insertion-site abnormalities and no confirmed device malfunction at the time of the call. It was concluded that the cause of the hyperglycemia was unclear, and no definitive device failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.